Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the activator for her device was not working. The technical consultant discussed normal operation and it seemed to be working, but the patient wanted a new activator to be confident. The device remains in use, and a new activator was sent. No patient complications have been reported as a result of this event.